Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital for observation after getting inappropriate high voltage therapy from the implantable cardioverter defibrillator. The patient went into ventricular tachycardia which was diagnosed properly by the device and antitachycardia pacing was delivered appropriately. As a result the patient's rhythm accelerated to ventricular fibrillation resulting in the inappropriate therapy. The patient was in stable condition, so the physician elected to continue to monitor the patient.